Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and undersensing in unipolar configuration, and low pacing impedances. Since the patient ventricularly paces less than .1%, the lead was programmed to unipolar sensing and capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ipg, implanted: (B)(6) 2006. (B)(4).